Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable information. No additional event details have been provided to date. Should additional information become available a follow-up report will be submitted. A return sample for evaluation is not expected.

Event description:
The distributor identified the presence of foreign matter, reportedly a bug, in the compressed primary packaging. No patient involvement was reported.